Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that an r series device (sn: (B)(4)) was used first and provided three hours of asynchronous pacing. A second r series device (sn: (B)(4)) was in on demand pacer mode for over 48 hours. The electrode pads should have been replaced after 24 hours of application or 8 hours of continuous pacing and should not be placed on a nipple. According to the instructions for use, the user should avoid any contact between the nipple and the gel treatment area. The skin of the nipple is more susceptible to burning. The devices and electrode pads were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), after removing the electrode pads, deep dermal burns were found on the patient's nipple after using two sets of electrode pads (stat pads lot 3116 and one step a/a 4816-manu 11-26-16 expy 11-26-18) using two associated devices (serial numbers: (B)(4)). Complainant indicated that the patient received severe deep dermal burns to the nipple.